Event description:
Boston scientific received information that high and fluctuating shocking impedance measurements were observed on this right ventricular (rv) lead. An x-ray confirmed that the helix was no longer extended. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed set screw marks on the terminal pin. The helix was retracted and a trace of tissue was observed on it. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not reveal any abnormalities.

Event description:
--